Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for a pause episode was received on the loop recorder. Review of the electrogram revealed under-sensing. Programming changes were discussed; no intervention was reported. The patient was in stable condition.

Event description:
New information received noted that programming changes were made.